Manufacturer narrative:
Retention test strips (lot 137039-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter was returned for investigation. The meter appeared undamaged and clean on the outside. The returned meter was measured with the retention test strips 137039-10 in comparison to the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Results: donor 1 results: master lot and reference meter: 3.6 inr, retention strips and customer meter: 3.5 inr. Donor 2 results: master lot and reference meter: 3.7 inr, retention strips and customer meter: 3.5 inr. The maximum difference between measurements with the same blood sample was 0.2 inr. The customer material and the retention material are within specifications. The customer squeezed the finger to get a sample. Sample collection was not done according to product labeling.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The patient's husband stated that his wife received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient compared the result from her meter to a coaguchek xs pro/plus meter used at the clinic. When testing a fingerstick sample with the clinic's coaguchek xs pro/plus meter, the result was 4.2 inr. The phlebotomist squeezed more blood from the patient's finger and tested with the patient's coaguchek xs meter, resulting as 2.9 inr. The time elapsed between measurements was asked for, but not provided. The patient's therapeutic range was asked for, but not provided. The serial number of the coaguchek xs pro/plus meter used at the clinic was asked for, but not provided. The test strip catalog number, lot number, and expiration date used for both meters was asked for, but not provided. No adverse events were alleged to have occurred. The patient's product has been requested for investigation.